Event description:
The reporter stated the surgeon aborted the surgery with this toric silicone single piece lens due to he felt the zonules would not support the lens. The reporter stated it was unknown if the lens was inserted into the patient's eye but there was no apparent injury to the patient and no damage to the iol. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Other (no lens malfunction) - evaluation results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue.